Event description:
It was reported that when tapping the programmer screen with the touch pen (stylus) it did not work all the time. The pen was changed out and the situation did not improve. It was further noted that the programmer had just recently been in for repair of a different issue. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; stylus functions intermittently due to a cable connection from overlay to xy printed circuit board assembly. Concomitant products: product ID 2067 rf head; product ID 229047 analyzer. (B)(4).